Event description:
It was reported that a case of syringe 0.5ml 31ga 6mm 10 bag 500 nla experienced a mix of products in packs before use. The following was reported by the initial reporter: "it was detected in the warehouse of the mexico distribution center. The code 324914 lot 0076475 with 400 ea was received, but during the review it was detected that the material that arrived in the box is the code 326779 lot 0098871 400 with photographs."

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that a case of syringe 0.5ml 31ga 6mm 10 bag 500 nla experienced a mix of products in packs before use. The following was reported by the initial reporter: "it was detected in the warehouse of the mexico distribution center. The code 324914 lot 0076475 with 400 ea was received, but during the review it was detected that the material that arrived in the box is the code 326779 lot 0098871 400 with photographs." H.6. Investigation: during the documentary review, no quality events records were found during the packaging of the 2 splits of product, the batch were inspected and later released in accordance with the valid work instruction. 2 photographic samples are received by the customer, based on the photographs received, it can be concluded that the code and the lot on the label of the corrugated box does not match the code and lot of the individual box. The complaint is considered confirmed because it is detected that the conditioning of lot 0076475 was concluded on july 15 during the 3rd shift, once it was finished, lot 0098871 was started during the 3rd shift at 05:05, which indicates that both batches coexisted in the production line with the possibility that there were balances of one of the two batches causing the packer to take this balance without verifying that the label of the collective box coincided with the batch indicated on the box. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a case of syringe 0.5ml 31ga 6mm 10 bag 500 nla experienced a mix of products in packs before use. The following was reported by the initial reporter: "it was detected in the warehouse of the mexico distribution center. The code 324914 lot 0076475 with 400 ea was received, but during the review it was detected that the material that arrived in the box is the code 326779 lot 0098871 400 with photographs."